Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2022-28058.

Event description:
It was reported that a revision was performed due to device migration. No components were explanted. Following the procedure, the patient returned for follow up with pain in his scrotum, improper healing of the penoscrotal incision, and extrusion of the device tubing through the open wound. The patient was instructed to self-treat the area with betadine. The physician considered a possible infection, cultures did not detect infection. The patient underwent a surgical procedure in which all ipp components were removed, the wound was irrigated and a new tactra device was implanted. No further patient complications were reported.